Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as a touch contamination and the patient made a mistake. The peritonitis was manifested by cloudy fluid. The patient was not hospitalized for the peritonitis event. The same day as event onset, the patient began treatment with intraperitoneal (ip) injection fortum (1 gram, once a day, for 14 days) and ip injection vancomycin (1 gram, every fifth day, for 14 days) for peritonitis. Dianeal therapy was ongoing. Four days after event onset, the patient was recovered from this peritonitis event and the pd fluid was clear. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.